Event description:
Medtronic received information that a 23-millimeter (mm) transcatheter bioprosthetic valve was implanted into a degenerated non-medtronic surgical valve (19 millimeter (mm) perimount), following the operation the patient was hemodynamically stable and no additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).